Event description:
It was reported that the gastrointestinal videoscope had error when connected to the console and no image. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.